Event description:
It was reported that stent damage occurred. The 90% stenosed, 24mm in length target lesion was located in the moderately tortuous and severely calcified, 3.5mm in diameter left anterior descending artery. A 3.50x24mm promus element plus drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the tip of the stent strut was damaged. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: promus element plus,mr,ous 3.50x24mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. The crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 24mm in length target lesion was located in the moderately tortuous and severely calcified, 3.5mm in diameter left anterior descending artery. A 3.50x24mm promus element plus drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the tip of the stent strut was damaged. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.